Event description:
It was reported to philips that the device¿s lcd display was blinking. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported.a philips field service engineer (fse) visited the customer¿s site. The fse upgraded the lcd to 2nd generation lcd to resolve the reported issue.

Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Additional information was received indicating that the display failure occurred outside of clinical use. There was no patient involvement or harm associated with the reported event. The following parts were replaced as part of the liquid crystal display (lcd) upgrade which resolved the problem: user interface (ui) board, ui board to lcd cable, backlight inverter, lcd assembly, lcd cable, and lcd tray. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.